Event description:
It was reported that the patient felt dizzy "some months ago". During interrogation, pauses in the pacing were noticed and during manipulation noise was seen. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned. Analysis was performed and no anomalies were found. Concomitant products: 6947, implantable tachy lead, (B)(6) 2008-. A 4568, implantable pacing lead, (B)(6) 1995. (B)(4).